Event description:
The consumer reported their thermometer was giving false positive readings on their infant. The infant was admitted to the hosp, where it was confirmed that she did not have a fever. The consumer stated that the infant was put through several unnecessary medical tests because of the false readings. There were no complications from this incident, and the infant is doing fine now.

Manufacturer narrative:
The defect described by the consumer could not be replicated in testing, and there was defect found in the returned product.